Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 25.5 mmol/l. Customer also had blood glucose level was 22.5 mmol/l. Customer called to report that they had two infusion sets, she had inserted the first infusion set and noticed that her blood glucose was going high customer stated that when she did a set change, she noticed that the cannula was bent in a j shape. The customer felt ok to troubleshooting high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer provided symptoms regarding high blood glucose such as frequent urination, excessive thirst and also they had positive results in ketones. The customer was treated for the high blood glucose with syringe. Customer wished to continue on insulin pump troubleshooting. Customer was not insisted on insulin pump replacement. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test.